Event description:
The scope tested positive for greater than 80 colony forming units (cfus) of staphylococcus epidermidis.

Manufacturer narrative:
Corrected fields: e2/e3 (inadvertently missed on the initial). This report is being supplemented to provide additional information based on the results from third-party testing, the cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming unit (cfu): <1 cfu. Bacterial identification: no detection. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device was last used in a procedure/reprocessed at the customer site on 09oct2023 prior to being sent in for sampling. The sample was taken after storage and the scope was quarantined when a positive culture was observed. The customer uses an olympus etd4 (endothermo disinfectors) as their automated endoscope reprocessors (aers), which had no defects. The customer uses olympus ecolab as their detergent and disinfectant. All channels were connected with tubes when setting up the aer. The concentration and expiration date of the disinfectant were controlled. The water quality was controlled and the water filter replaced periodically. The scope was dried using filtered compressed air and the dry process on the aer. Lastly, the scope was stored in a simple cabinet. The returned device was evaluated and no malfunctions or abnormalities were found. The device was within specifications. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be prevented by handling the device in accordance with the following IFU: chapter 6 "compatible reprocessing methods and chemical agents". Chapter 7 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.